Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomenon occurred due to faulty patient board set caused by the device was manufactured before the circuit design of the operational amplifier of printed circuit board was changed. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the reported image complaint was due to a faulty patient board set. In addition, the software needed the latest upgrade. There was a small dent on the picture in picture connector, but it did not affect functionality. Cosmetic normal wear and tear and scratches were found on the rear and front panel, as well as the top cover, but it did not affect functionality. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had no image with the 180 series scopes. The customer tried multiple scopes and cables, however the scope worked fine at another tower. It is unspecified when the issue was found. There were no reports of patient harm.